Event description:
It is reported that the pt was revised due to infection.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the manufacturing lot specified this complaint was processed according to the sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The manufacturing records were reviewed and found to be conforming indicating that the devices were manufactured, inspected, and packaged to specification.